Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally initiated a new load process instead of only filling the tubing, and after filling the tubing with 10.2 units of insulin, the customer received multiple, minimum fill messages. Reportedly, the cartridge had been in use for 1 day. The customer's blood glucose level was 67 mg/dl, and was addressed by consuming food. During a follow-up call, the customer confirmed the pump was working as intended.